Manufacturer narrative:
The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 09-21-2013, it has been in distribution beyond its useful life as the medical event associated with this complaint occurred on (B)(6) 2020. No additional investigation is required since the meter was beyond its useful life at the time of the complaint, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
The customer reported he was unable to test due to his adc blood glucose meter not powering on with a button press or test strip insertion. The customer further reported he collapsed and was incapable of self-treating and the paramedics were called, and the customer was treated with soda. The customer was taken to a hospital where he was diagnosed with hypoglycemia and treated with IV glucose. There was no report of death or permanent impairment associated with this event.